Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-may-2023. H6: investigation summary: one hundred thirty-one samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-six samples expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each lot of needles used in the manufacture of batch 2025239. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: per end user, they are having issues with mfg# 305916, we received 3 boxes of defective needles- 25g x 1 inch bd safety glide needle lot 2025239: when we tried to use them the solution would not come thru the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: per end user, they are having issues with mfg# 305916, we received 3 boxes of defective needles- 25g x 1 inch bd safety glide needle lot 2025239: when we tried to use them the solution would not come thru the needle.